Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. The patient's wife stated the patient had not voided since switching sides the day of the report and they had many leaks. Contributing factors were unknown. They were advised to follow-up with their clinician. The issue was not resolved at the time of the report. Additional information was received. The patient's wife reported that the patient had no urgency or want to void after the side change the day prior. No further complications were reported or anticipated.